Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent a trial procedure on (B)(6) 2016. Post-op, the patient was not receiving adequate coverage. In turn, the patient's lead was relocated via surgical intervention within the same day of the trial procedure. Adequate therapy was present following the relocation of the lead.